Manufacturer narrative:
The device was disposed of at the user facility; however, photographic evidence was sent. Review of the photographic evidence was conducted by engineering. The findings of the review state the cause of the failure was due to excessive lateral force during use. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 29 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: per handpiece manual: precautions: do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the el9101, 4.0 mm oval bur, extended length, (19 cm), device broke during a hip arthroscopy procedure on (B)(6) 2018. The procedure was completed successfully using another blade without any report of delay or cancellation. There was no report of injury to the patient or the user. All components of the blade were removed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.